Event description:
A report was received that the patients spinal cord stimulator (scs) was only working two days a week. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patients spinal cord stimulator (scs) was only working two days a week. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect any device malfunction.

Event description:
A report was received that the patients spinal cord stimulator (scs) was only working two days a week. The patient will undergo an ipg replacement procedure.